Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with cefazolin and ceftazidime (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient outcome was reported to be ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.